Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 900 mg/dl. The customer is experiencing the symptoms of diabetic ketoacidosis. The customer was treated with hospitalized, IV and manual injections. Customer was admitted in the hospitalized and treated. The customer was advised that the device would be replace by cot pump. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer doesn't recall exposure to high magnet field. The customer did not reported an e70 alarm. The customer is currently hospitalized for diabetic ketoacidosis. The customer was unable to complete troubleshooting.